Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a new pump arrived with the wake button detached. There was no patient involvement as the pump was never used for insulin therapy. Reportedly, customer reverted to an alternate pump for insulin therapy.